Event description:
It was observed during the device inspection, that the video system center exhibited the image flickering occasionally due to poor contact. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Regarding the first follow up report with MFR# 3002808148-2024-03210 which was submitted on 22may2024, it made reference to medwatch number (B)(4) which is an olympus system generated reference number, the follow up report should have referenced the initial report with MFR# 3002808148-2024-03210.

Manufacturer narrative:
Corrected data: g3 (originally reported on mw: 234085) as 18mar2024, actual date as follows 12mar2024. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center has poor contact of the video connector causing the image to occasionally flicker. The image was returned back to normal after reconnecting. The issue occurred during preparation for use for an ear, nose and throat examination. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to d5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. The no image was able to be reproduced. However, the flickering image was not able to be reproduced. Based on the results of the investigation, it is likely that no image is displayed due to a failure of the loose video connector. The root cause was unable to be determined for the flickering image. Olympus will continue to monitor field performance for this device.